Manufacturer narrative:
This report is submitted on july 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017, subsequent to patient experiencing an infection which was treated with an antibiotic (type and date not reported). The electrode array was reportedly left in the cochlea.

Manufacturer narrative:
This report is filed on (B)(6) 2017.